Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic lobectomy. Robotic cases: da vinci robot. Event description: half cm portion of proximal cannula tip broke into the patient. It was described as a clean break. The piece was retrieved. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula tip. The balloon was also noted to be torn and there was damage near the balloon insufflation port. The root cause of the cannula tip fracture is likely external force applied on the tip in combination with lipid exposure. The root cause of the torn balloon is likely a sharp instrument coming into contact with the balloon. The root cause of the damage near the balloon insufflation port is likely the use of an incompatible robotic mount. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.